Manufacturer narrative:
The reported issue of incorrect intake volume documented in ehr could not be confirmed; no product or device logs were returned for investigation. The customer's issues are currently being tracked via bd corrective action policies and procedures. The file was opened to document the issue that was reported.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr the pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data FDA safety report ID# (B)(4)." It was reported that the device inaccurately documented the volume infused into the infant patient's electronic medical record during a morphine infusion. The customer later stated that there were no adverse effects caused to the patient from the event.